Event description:
It was reported that a malfunction alarm occurred with the code malf 16, for which a fault ID was available but not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on storage mode and returning the pump within ten days using a pre-paid label. The customer acknowledged the instructions and planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.